Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r4153j, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, for the trocar d11lt, introducer would not go into the sleeve. It was brought to show me, then she pushed it thru. I opened it up and found the inside seal inside was sealed shut where there should have been an opening and a hole was made by forcing it. There were no patient consequences.